Event description:
Upon connecting the lma to the breathing circuit, an audible air leak was heard. A split in the airway tube was observed near the connector. The lma was removed and replaced with another lma. There was no patient injury.